Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a coronary artery bypass grafting (CABG) procedure, the physician believed he moved the right atrial (ra) lead. The physician chose to suture the ra lead into the heart to keep it in place. It was noted the ra lead will now never be able to be extracted due to the suture location. No additional adverse patient effects were reported.